Event description:
Procedure type: hysterectomy. According to the reporter: after the first trocar was in place and when the camera was inserted, an important hemoperitonitis was detected followed by loss of blood pressure, due to a damaged iliac artery (right primitive just below the aortic deviation). The bleeding corrected by surgeons (visceral and vascular) repair of the artery but failure; resection of the artery, smoothing of the edges and anastomosis done with prolene 5/0 and pledget patch; blood transfusion of 8 globular culots; 6 fresh frozen plasmas, 3 g of fibrinogen, and 1 g of exacyl; longer operating time. Further information was requested, however none was received as of yet.